Event description:
It was reported following an implant the pt only felt stimulation on the left side of the body. The pt tried all 4 groups on the programmer and none provided stimulation on the right side. The pt was scheduled to see the doctor the following week and was doing "fair." The health care professional later reported the pt had discomfort at the stimulator site, and the stimulator and leads were explanted.

Manufacturer narrative:
(B)(4).